Event description:
Follow up with the reporting surgeon revealed that the complaint lens had been loaded in the injector twice and the plunger went under the lens during insertion. The correct loading and injecting technique was demonstrated for the surgeon. Subsequent procedures were reporeted to have gone well. During this follow-up the surgeon reconfirmed that the reported scratch had no affect on the patient's vision.

Event description:
A surgeon reports a scratch was noted on the intraocular lens following insertion. The lens remains implanted. Examination of the patient confirmed the scratch has had no detrimental effect on the patient's vision.